Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. Visual inspection revealed the ac lemo connector pin # 1,3,4 and 5 were burnt and melted. Carefusion scrapped the defective adapter and sent a replacement to the customer to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the ac adapter was plugged into the unit incorrectly causing damage to the lemo connector. While in service, it was discovered that there were burnt components. It is unknown at this time whether there was any patient involvement associated with this complaint.